Event description:
Customer reported a button error on her insulin pump. There are cracks on the device and the buttons are stuck. Customer's blood glucose is 155 mg/dl. The crack is half an inch long and goes from the casing into the right corner of the screen. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip and cracked battery tube threads.